Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "ruptured saline breast implant".

Event description:
Healthcare professional, called to report, a right ruptured saline breast implant. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as unidentified (tear) opening (shell thickness within specification) and one opening assessed as surgical damage. As per the investigation procedure creases, particles, wear abrasion and total delamination of plug strap disk shell assessed as cohesive failure were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional called to report a right ruptured saline breast implant. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6

Event description:
Healthcare professional called to report a right ruptured saline breast implant. Device has been explanted and replaced.